Manufacturer narrative:
The esu as well as the return electrode cable and return electrode were thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). The return electrode accessories did not show any signs of not working properly. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Most likely, the contact of the return electrode was not sufficient to properly disperse the high frequency (hf) current during the surgical procedure, resulting in the burn. It appears that the medical facility did not properly follow the instructions to apply and/or use the patient pad. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a conchotomy [i.e., an incision of a nasal concha (turbinate bone)] with the electrosurgical unit (esu/generator). The patient was placed in a supine position and the procedure lasted approximately 10 minutes. No equipment settings were disclosed. Upon the surgery, a 4th degree burn and necrosis of approximately 2cm x 2cm was discovered under the return electrode (also called a patient plate or pad) that was placed on the lumbar area of the patient. No further patient information in regards to treatment of the burn/necrosis was provided. Note: the esu is similar to a unit (erbe esu model vio 100c, part number 10140-500) distributed in the u.s. The generator was distributed by our parent company (erbe (B)(4)) to a (B)(6) hospital.